Event description:
It was reported that during a total laparoscopic hysterectomy procedure when the surgeon was taking bites on the first side of the uterus, everything was fine. The surgeon then proceeded to the second site and when going across the broad ligament the jaws appeared difficult to close on the pedicle; the I-blade was damaged and looked as though it was offline. They then used ligasure and complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information the device was visually inspected and no issues were seen. It was noted that during mechanical testing, the jaw did not open and closed freely. A closer look at the jaw identified damage at the proximal end. There were no issues noted with the I-blade. The device was tested with a generator and the device performed as required. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.